Manufacturer narrative:
Qn#(B)(4). No iabp part or recorder strip was returned to teleflex (B)(6) for investigation. The customer photograph was reviewed. The photograph showed the iabp display with the alarm, system error 3 which is consistent with the reported complaint. According to the service database, no service has been performed on this pump as of (B)(6) 2022. A device history record review was conducted for the serial number/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk of the reported event is acceptable. The sample was not returned for investigation to teleflex (B)(6). The complaint will be monitored for any developing trends. The reported complaint of system error 3 alarm is confirmed based on the picture provided. No part was returned to teleflex (B)(6) for investigation. Based on a review of the device history record, the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that the pump was being used on a patient and it was alarming system error 3, pump/valve controller failure. As a result, the pump was swapped out. The patient's current condition is reported as good.

Event description:
It was reported that the pump was being used on a patient and it was alarming system error 3, pump/valve controller failure. As a result, the pump was swapped out. The patient's current condition is reported as good.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.